Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01439. It was reported the patient experienced lead migration. In addition, diagnostic testing revealed high impedance readings on all of the patient's lead contacts. The patient also lost stimulation therapy. Subsequently, the patient undrewent surgical intervention where the leads were to be explanted and replaced. However, during the procedure, it was noted the physician was able to explant the patient's entire scs system, but was unable to implant the 2 new replacement leads, due to scar tissue (reference MFR. Report#: 1627487-2016-01412). As such, no new products were implanted.